Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / failure to occlude fallopian tube/ malposition essure device location od device") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 5, vaginal delivery and abortion. Concurrent conditions included vaginal discharge, burning sensation, menses irregular and vaginitis. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 1 year 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), depression ("depression"), infection ("infections"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and complication of device removal ("the doctor could not locate the coils during my surgery."). The patient was treated with surgery (bilateral salpingooophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage, nausea, depression, infection, anxiety, dysmenorrhoea, dyspareunia and complication of device removal outcome was unknown. The reporter considered anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection and nausea to be related to essure. The reporter commented: there was 3 coils noted on the right side and 4 coils noted on the left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet was received. Events added from pfs-the doctor could not locate the coils during my surgery. Reporter information were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration / failure to occulde fallopian tube") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 5, vaginal delivery and abortion. Concurrent conditions included vaginal discharge, burning sensation, menses irregular and vaginitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), depression ("depression"), infection ("infections"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (bilateral salpingooopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage, nausea, depression, infection, anxiety, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, infection and nausea to be related to essure. The reporter commented: there was 3 coils noted on the right side and 4 coils noted on the left side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded) . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), failure to occlude (close) fallopian tube(s) were added. Concomitant disease, lab data, historical condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), depression ("depression"), infection ("infections") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, genital haemorrhage, nausea, depression, infection and anxiety outcome was unknown. The reporter considered anxiety, depression, device dislocation, genital haemorrhage, infection and nausea to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.